Manufacturer narrative:
Single reporter (B)(4). Guidewire was not available for manufacturer's investigation. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. With the obtained information, it is presumed that the guidewire distal end might be trapped in the target lesion, where rotational and/or push-pull manipulation might be repeatedly made in attempt to remove, resulting accumulation of the force and the breakage of the guide wire tip when the force exceeded the product design limit.

Event description:
Reportedly, in the pci procedure to heavily calcified cto lesion at rca#2, subject guidewire was advanced to cross the lesion, but unsuccessful. Upon attempt to remove the guidewire for exchange, guidewire tip breakage occurred. The fragment was left in the anatomy at the physician's discretion. Patient is in stable condition, and discharged 2 days later. Physicians comments the case was severe and the breakage relate to the procedure technique, not with the product quality.